Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient fell and had been transported by ambulance and taken to the hospital, where she was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 575 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include hyperglycemia, nausea, vomiting, incoherence and a headache. The patient was treated with insulin, a saline drip, her "regular medications", zofran for nausea and heparin for blood clots. X-rays and a CT scan were also performed. The patient had been hospitalized for 2 days at the time of reporting and anticipated being released by the following day.